Event description:
Report rec'd that the unit did not deliver fluid at the set rate. Pt was to receive IV fluid hydration. Upon a routine daily assessment, the clinician noted that the pt had only rec'd 55cc of fluid over a 24hr period. The exact set rate and hydration solution was unknown to the rptr. This tubing was connected to one port of a double-lumen catheter. The pt was receiving morphine through the other port. Both lumens were reported to be patent and easily flushed. No leaks were reported. The tubing was changed with no further problems. There was no adverse pt effect. Add'l pt info was requested, but due to confidentiality, the rptr did not feel comfortable giving out contact info for the clinician, and therefore no further pt info was available.